Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and no anomalies were found. Blood was noted in/on the helix mechanism.

Event description:
It was reported that the right ventricular lead had high impedance. The lead was capped and replaced. Upon the implant attempt of the replacement lead, one lead was opened and was not long enough for the patient. The lead was not used and replaced. No patient complications have been reported as a result of this event.